Event description:
It was reported during the procedure, a piece of the tulip of a xia 4.5 screw broke off.

Manufacturer narrative:
Method: device history review and visual inspection.results: device history review indicated there were no relevant issues found in the manufacturing records. Visual inspection confirmed that a piece of the tulip head had broken off.conclusion: the issue being reported is most likely due to user error and not an issue with the product itself.

Event description:
It was reported during the procedure a piece of the tulip of a xia 4.5 screw broke off.